Manufacturer narrative:
(B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Through follow-up communication with the customer, lab test results were provided to (B)(4), which confirm that the device subject of this complaint tested positive for mycobacterium, but the samples could not be speciated further. The customer stated that the device was placed inside the operating room during use, but positioned away from the patient according to the manufacturer recommendations. Repeat cultures have been obtained and the device has been sequestered pending final results. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On february 3, 2017, (B)(4) received a user medwatch report (mw5067370) stating that mycobacterium was isolated from water samples collected from a heater-cooler system 3t that was utilized to care for multiple patients. The facility reported that they have no knowledge of any patient injury as a result of the contamination.